Manufacturer narrative:
The field complaint of the transmitter not working anymore was verified. The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and no physical damage to the outer casing of the ac power adapter; however, the inspection of the green contact strips in the ac power adapter revealed burnt damage/odor. In turn, the transmitter was not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection revealed that there were burnt components and physical damage on the rear side of the main pcb. After opening the transmitter, inspection revealed that there was physical damage and minimal burnt damage on the main pcb. As a result, we can conclude that the merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb.

Event description:
This report is to advise of the event of burn marks found on the main pcb of the transmitter observed during analysis.